Event description:
It was reported that the patient presented in the surgery. The right ventricular lead could not be inserted and it was noted that the lead was fractured when pulled out. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.